Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon (unknown concentration at 50 mcg/day) via an implantable infusion pump for cerebral infarction. It was reported the patient had a pump implant on (B)(6) 2021. On (B)(6) 2021, the pump was explanted as the wound healed more slowly than usual (delayed wound healing). The outcome of the adverse event was unknown. The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if related to the surgical procedure. Further complications were not reported. Additional information was received. It was stated the possibility of wound dehiscence and device exposure could not be ruled out, so the physician decided to remove the pump. The pump was discarded by the customer.